Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage could be identified in the implant. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 300cc mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation. As a result, the devices were explanted at an unknown date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On april 5, 2022, the mentor failure analysis lab received the device for evaluation. Information regarding patient's initials, date of birth, date of replacement surgery ((B)(6) 2022) with catalog number 3503004bc; serial number (B)(6) on the left side, and with catalog number 3503004bc; serial number (B)(6) on the right side were received with the device. On march 6, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect of the sal smooth rnd diap 300cc breast implant, measuring approximately 1.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).